Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock impedances. It was reported that this patient underwent a revision procedure. The impedances were reported to be 97 ohms and then increased to 108 ohms. When the lead was tested in triad coil to coil the impedance was 114 ohms and when tested in coil to can the impedance was greater than 125 ohms. The physician explanted and replaced this product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.